Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) leads fractured during a routine upgrade procedure. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.